Event description:
It was reported that the device got detached during a craniotomy procedure and the pt's dura mater was harmed. The surgery was completed using another device.

Manufacturer narrative:
It was reported that the device overheated during performance testing. Internal components were evaluated which revealed the presence of insufficient loctite on the threads of the device. Visual inspection also revealed that the bearings were damaged.